Event description:
A patient presented with a pain in his right leg. An ultrasonograph was performed which showed a slight aneurysm. The vascular prosthesis was explanted and replaced with another graft.